Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 28-may-2024 the patient experienced an issue that three-infusion set was fell off during use and infusion set is used for 1 day. No further information available.